Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was spinal pain. It was reported that the patient wanted the pump moved from his back to his front as he was having discomfort at the pocket site in the current location. Surgery was scheduled for (B)(6) 2021 to move the pump.